Manufacturer narrative:
Final analysis found an insulation abrasion at 50.0 to 51.7 cm from the connector pin, exposing the outer coil distal to the suture sleeve impression. Abrasions are consistent with constant friction with another implantable device. This most likely contributed to the reported complaint. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. No additional information was available.